Event description:
It was reported the diu225 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of hyperopic outcome, monocular double vision with a shadow at the top of his main vision, and difficulty with distance vision. The replacement lens was a diu150 20.5 diopter iol. Patient outcome post-lens exchange is unknown. The explanted iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. The best estimation date is between (B)(6) 2022 and (B)(6) 2022 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.